Event description:
It was reported the 4968 lead had high thresholds and non-capture. The 4965 lead was an implant attempt failure. New device and lead were successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.